Manufacturer narrative:
A ge rep evaluated the system and replaced the low voltage power supply. The system operates as intended.

Event description:
The customer reported that the system displayed a generator error message which caused the system to shut down uncommanded. There is no report of pt injury or death.